Event description:
While attempting to defibrillate a pt (age & gender unk) using stat-pads, the device failed to discharge. The clinican obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction. Subsequent testing at the facility's biomed dept. Was unable to duplicate the reported malfunction.